Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Event description:
It was reported that the patient had fluctuating blood glucose levels which resulted in fainting. The patient was at a wedding where she had been consuming alcohol, and it was very warm out. The patient was getting high blood glucose levels up to 22.0 mmol/l (396 mg/dl) and was giving herself boluses. Her blood glucose then was fluctuating from high to low with the lowest being 2.9 mmol/l (52 mg/dl). She began to feel sick and nauseous. She fainted. It is unclear what her blood glucose was when she fainted. One of the guests at the wedding was a general practice doctor and helped her and stated she did not need to go to the emergency room. She drank water, rested, and a new pod was successfully placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.